Manufacturer narrative:
This bed frame has not been returned for evaluation but the customer did send a picture of the bed's broken weld. It is unk at this time what bracket separated from the backbone of the bed frame. A new bed frame was shipped out to the customer. This problem has been assigned CAPA (b)(4, and a follow-up report will be submitted upon completion of the corrective action. Metallurgical analysis report, dated 11/04/2011, on two removed sections from the bed-frame where the weld broke state both fractures had occurred at the heat affected weld zone at the toe of the attachment welds; there was significant distortion of the 1 x 2 inch rectangular tube typical of a high bending moment stress; the welding process employed (gmaw) was not suitable for the materials and thicknesses being joined; weld size was excessive; heat input was excessive; technique was poor resulting in excessive weld [s]platter and leaving from one to two inches of electrode (wirer) at weld terminations; weld penetration into the attachment was satisfactory however penetration into the tube was minimal; and examination of the wear pattern on the lever holes suggest a straight tension loading and the clevis holes indicate a push-pull load which is approximately 15 degrees off of horizontal.

Event description:
Customer emailed stating that they had a bed frame with a broken weld.